Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related.&#2068;he cause of death was unknown.&#2062;o additional information was available at this time.